Event description:
A discordant, falsely low enzymatic creatinine result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant enzymatic creatinine result.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that there was no evidence of reagent carryover or system foaming. The hsc reviewed the aliquot probe and drain condition data for evidence of gel or cellular debris. The cause of the discordant enzymatic creatinine result is unknown. The customer successfully ran quality controls and repeated the sample. The instrument is performing within specifications. Further evaluation of the device is not required.